Event description:
It was reported via voluntary medwatch report (mw5154654) that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction, bleeding, and discomfort during use on the day the sensor was inserted. The patient had a circular area of redness at the insertion site. After 18 hours, the redness spread. The posterior arm was erythematous, hot, and edematous. The patient had a video visit and was diagnosed with cellulitis. The patient was prescribed cephalexin. After 24 hours, the puncture site opened and the patient had purulent exudate. At the time of the report, the inflammation was receding in response to the antibiotic. There was no documentation of further medical evaluation or intervention for cellulitis. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report mw5154654. H6 codes: health effect - clinical code - e2010 needle stick/puncture labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).